Event description:
Patient allegedly received an implant on (B)(6) 2015 via an unknown access due to pulmonary embolism (pe) and bilateral deep vein thrombosis (dvt). Patient is alleging migration, organ perforation, osseous erosion and osteolysis and subsequent sclerosis. Patient further alleges, ¿intermittent pain in lower right abdomen and lower back; increased leg swelling due to the impairment/alteration of blood flow as a result of the filter. Anxiety over potential future complications or unseen damages that the perforated struts may be causing¿ as well as ¿depression¿. Patient alleges an attempt was made for endovascular retrieval of the device and reason for attempt was ¿strut against l-4¿.per the ivc attempted retrieval operative report dated (B)(6) 2017, retrieval attempt was abandoned.

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation is reopened due to additional information provided. The following allegations have been investigated. Migration, vena cava/organ perforation, vena cava occlusion, osseous erosion, osteolysis and subsequent sclerosis, intermittent pain in lower right abdomen and lower back; increased leg swelling due to the impairment/alteration of blood flow as a result of the filter, anxiety and depression. The reported allegations have been further investigated based on the information provided to date. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported osseous erosion, osteolysis and subsequent sclerosis, intermittent pain in lower right abdomen and lower back; increased leg swelling due to the impairment/alteration of blood flow as a result of the filter, anxiety and depression. Are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2015". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.